Event description:
It was reported during explant of the atrial lead, the distal tip was disconnected from the lead body and remained inside the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.